Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings states "improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components." This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2014-09296).

Manufacturer narrative:
Evaluation of the returned device found minor scratches likely from insertion and apparent ¿backing out¿. A close examination of the locking bar scratches suggested it was not fully inserted during the initial surgery. Dimensional evaluation of pertinent features proved locking bar met the print requirements.

Event description:
It was reported patient underwent a right total knee arthroplasty on (B)(6) 2008. Subsequently, a revision procedure was performed on (B)(6) 2002 due to unknown reasons. The tibial bearing and locking bar were removed and replaced. Patient underwent a further revision procedure on (B)(6) 2014 due to locking bar disassociating from the tibial tray. The tibial bearing and locking bar were removed and replaced.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information.

Event description:
It was reported patient underwent a right total knee arthroplasty on (B)(6) 2008. Subsequently, a revision procedure was performed on (B)(6) 2012 due to unknown reasons. The tibial bearing and locking bar were removed and replaced. Patient underwent a further revision procedure on (B)(6) 2014 due to locking bar disassociating from the tibial tray. The tibial bearing and locking bar were removed and replaced.